Event description:
While on cpb, heater cooler alarmed and stopped functioning. The right hand side of heater cooler (heat side) showed ee, instead of temperature and water was not flowing. I attempted a reboot resulting in the same error message. Water lines were quickly changed to a different to heater cooler.